Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect i2000sr analyzer. The following data was provided from (B)(6) 2013: sid (B)(6) at 8:16 first time measured 48.93 u/ml, at 8:59 second time measured 10.10, at 9:35 third time measured 11.93 (all 3 times specimen aspirated from the same primary tube), normal range is 0-37 u/ml, therefore, the first result positive, second and third result negative. Abbott controls were tested low, med and high and all in range. Abbott technical support visited the customer and checked the instrument performance, valve pressure, cleaned the pretrigger/trigger manifold and there was no instrument leakage found.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint information, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing of panels of known analyte concentrations met all specifications and acceptance criteria. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.